Manufacturer narrative:
H6: evaluation conclusion codes: corrected from manufacturing deficiency d0301 to cause not established d15. Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant in the sheath and (partially) protruding 9mm out of the tip. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage to the silicone valve, tip damage (tricuts flared), and numerous sheath kinks. Inspection of the rest of the device found no other damage or defect to the device. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. Water could not fully backflush, and air could not be entirely purged from the device.

Event description:
It was reported air in the system occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system (wds) was prepared in the usual fashion as indicated in the instructions for use. The wds was inserted into the watchman truseal access system (was) and it was noticed that the closure device prematurely moved forward in the wds and was partially unsheathed in the was prior to the wds and was being snapped together. In addition, air was noted in the wds. The closure device was pulled back into the wds which was removed and inspected. The wds was flushed and prepared again. The same wds was inserted again, but the same result occurred with no air noted. The wds was removed and another 35mm wds was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported air in the system occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system (wds) was prepared in the usual fashion as indicated in the instructions for use. The wds was inserted into the watchman truseal access system (was) and it was noticed that the closure device prematurely moved forward in the wds and was partially unsheathed in the was prior to the wds and was being snapped together. In addition, air was noted in the wds. The closure device was pulled back into the wds which was removed and inspected. The wds was flushed and prepared again. The same wds was inserted again, but the same result occurred with no air noted. The wds was removed and another 35mm wds was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported air in the system occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system (wds) was prepared in the usual fashion as indicated in the instructions for use. The wds was inserted into the watchman truseal access system (was) and it was noticed that the closure device prematurely moved forward in the wds and was partially unsheathed in the was prior to the wds and was being snapped together. In addition, air was noted in the wds. The closure device was pulled back into the wds which was removed and inspected. The wds was flushed and prepared again. The same wds was inserted again, but the same result occurred with no air noted. The wds was removed and another 35mm wds was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant in the sheath and (partially) protruding 9mm out of the tip. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage to the silicone valve, tip damage (tricuts flared), and numerous sheath kinks. Inspection of the rest of the device found no other damage or defect to the device. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. Water could not fully backflush, and air could not be entirely purged from the device.